Event description:
It was reported that the patient experienced dizziness. Noise was discovered on the right ventricular (rv) lead. The rv lead and device remain in use with no intervention taken. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the noise and oversensing continued with the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01, implantable pulse generator, (B)(6) 2010. (B)(4).